Event description:
Rptr had a right modified mastectomy on 5/13/85. On 6/5/86 she had another co's tissue expanders implanted. The expanders were explanted and replaced with this co's breast implants. On 6/17/87, she had removal of the implant, extensive capsulectomy, hemostasis for persistent bleeding and insertion of a second co's tissue expanders. Attempt was made to remove the right implant including the polyurethane coating. Significant difficulty was encountered due to adhesion and bleeding. Elected not to remove polyurethane coating from the left breast implant. She has noted/suspected the following problems: right breast carcinoma, fibrocystic in left implant, implant tightness, severe capsule formation, right nipple unnatural in appearance, breast drainage, depression, fatigue, arm, finger and shoulder pain, expanders shifted, open capsulotomies, rupture, breast swelling, back pain, all over aching, fibromyalgia and carpal tunnel, bursitis, scar contracture, mild ankylosing spondylitis, chronic mild myofascial syndrome, first implants looked awful, right side was hard, and had a lot of pain, had back and shoulder pain, burning, searing pain in left breast before second implants were removed, couldn't stand to move arm, it hurt to breath, migraines, high blood pressure, allergies, ulcer, anxiety and panic attacks, multiple breast surgeries, arthritis and symptoms, joint swelling, pain and stiffness, muscle fatigue, swelling of hands/fingers, breast tenderness, coldness/pain extremities, incorrect size of implants, sloshing noises, breast lumps after implants, shaking, doesn't sleep at night and emotional. (Also see medwatch 1000482, 1000484 and 1000485.)